Manufacturer narrative:
Investigation included a review of the complaint details and logistical replacement of the charging component. Investigation of this case revealed a suspected mechanical connection issue of the charger-to-pad interface. It was concluded that the issue involved a malfunction of the charger component, and replacement was appropriate to restore normal charging.

Event description:
It was reported that the charging cord was loose within the charging pad, requiring pressure on the connection for the ilet battery to charge, and a replacement charger was shipped. Symptoms included no reported clinical effects. Outcomes included no impact on patient care or therapy interruption requiring medical attention.